Event description:
A pt reported that she was treated into her upper and lower vermilion in 1997. Sometime shortly after the treatment she noted a bruise on her lip and swelling in her right cheek. She reported that her physician told her that an infection had caused the symptoms and prescribed an oral antibiotic (name unknown). Her symptoms resolved after she finished the antibiotic. She would not give any more info about her treatment, refused contact with her physician, and could not provide any dates for anything pertaining to this adverse event. This is the report of the pt's first event.